Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope experienced an no picture, completely black screen with error b30 during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connecting tube had corrosion, jet tube had foreign objects, and light guide lens had foreign objects. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on endoscopic position detecting board unit caused the image to temporarily disappears. Corrosion on the plug unit caused the b30 error. The foreign material events can be prevented by following the instructions for use which state in chapter 6 on page 55: nothing other than sterile water should be used for air water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.